Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) setscrew got stuck after the physician screwed the lead into the connector block. It was noted that the physician was not able to unscrew the setscrew again despite the use of two wrench kits. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.